Event description:
The tps unidirectional footswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had bare copper wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
It was confirmed by the service technician the plug had separated from the power cord and the copper wiring was exposed. The device was scrapped by the manufacturer.

Event description:
The tps unidirectional footswitch was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device had bare copper wires. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.